Manufacturer narrative:
B5: describe event or problem: updated to include new information obtained. D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k141521, k141597.

Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the severely tortuous, severely calcified cephalic vein. During the procedure, the device could not cross the lesion due to calcification. An 8.0 x 80, 75 cm mustang balloon catheter was advanced for dilatation. The procedure was completed with another of same device. There were no patient complications as a result of this event. It was further reported that the balloon ruptured during the second inflation at 10 atmospheres for a duration of 2 seconds. Patient anatomy was not considered challenging. No patient-related or procedural factors were identified as contributing to the reported event.

Manufacturer narrative:
D2b: pro code: (product code): fge, lit g4: premarket / 510(k): k141521, k141597. Good faith effort attempts were made to try and retrieve the device status and additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the severely tortuous, severely calcified cephalic vein. During the procedure, the device could not cross the lesion due to calcification. An 8.0 x 80, 75 cm mustang balloon catheter was advanced for dilatation. The procedure was completed with another of same device. There were no patient complications as a result of this event.